Event description:
Surgeon states that the device did not warm up to temperature. All connections were checked; none were found to be loose or incomplete. Another turbovcac 90 was requested. That device worked fine. Appears that there is an failure within the device itself.the facility is contacting the manufacturer and returning defective device.